Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that while they were in surgery replacing a generator for end of battery life, it was noted the pt had "high lead impedance" indicating a possible lead malfunction. It was asked if they had performed a system diagnostics test prior to opening the pt's incision in the or, and it was reported "that they did try, but they were unable to communicate with the generator because the battery was really low." After generator replacement, the high lead impedance event did not resolve. The pt underwent full revision surgery with replacement of their lead and generator. The explanted products are at MFR pending completions of analysis.